Manufacturer narrative:
Supplemental: the returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case. Initial: the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device emitted beeping tones associated to the code 1003 leading the patient to an emergent follow up. This device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device emitted beeping tones associated to the code 1003 leading the patient to an emergent follow up. This device was replaced and returned for analysis. No additional adverse patient effects were reported.